Manufacturer narrative:
The customer checked the sample quality for a clot, lipemia, and possible other violations without detecting an issue. The calibration and qc were within specification. A reagent or analyzer malfunction can be excluded. The event was consistent with an unknown pre-analytical handling issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result for one patient sample with the cobas c513 analyzer. The initial result was 9.2%. This result was reported outside of the laboratory and questioned due to not matching clinical status. On 27-jul-2021, the repeated result was 5.2%. The second repeated result was 5.0%. The high performance liquid chromatography (hplc) results were 5.1% and 5.3% respectively. The reagent lot number was 537668 with an expiration date of 30-jun-2022.